Manufacturer narrative:
H4: the lot was manufactured november 9-13, 2023. The device was received for evaluation containing 93ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse the treatment after the expected infusion time (46 hours); further described as "remained full, and the liquid did not pass". This was observed during patient use. The device was filled with 5-fluorouracil and 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.